Event description:
The advocate called for help with the customer's meter. While troubleshooting, it was discovered the meter display was missing segments. The customer and advocate were not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A new contour meter kit was sent to the customer.